Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted noise is generated due to damage to the image pickup (image sensor) unit and no image output observed. Stress is applied to the image pickup cable due to repeated angle operations, and the internal image pickup cable. The bending angle is insufficient due to the elongation of the angle wire. The curved pipe collapse due to an external factor. The curved rubber adhesive is missing. Sw1 (switch #1) malfunction due to external factors is observed. The video connector is broken due to an external factor. There are scratches on the surface of the lg cover, glass , operation part , grip, universal cord, video connector case. The ud angle fixing lever (sp) is discolored due to handling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of image defect. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Correction: event: updated to reflect when the potential adverse event was found. Correction: operator of device: healthcare professional should have been selected on the initial report. Correction: usage of device: reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the endoeye flex deflectable videoscope had an image defect. Upon inspection and testing of the customer returned device, it was observed that the noise is generated due to damage to the image pickup unit and no image is displayed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.